Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 235mg/dl and also mentioned that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 576mg/dl. Customer's blood glucose at the time of the call was 95mg/dl. The customer experienced symptoms such as abdominal pain and vomiting. The customer was treated with injections. The customer stated that they had diabetic ketoacidosis. The customer was not wearing the insulin pump during the hospitalization but less than 48 hours. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.